Event description:
Pt was in diagnostic imaging having a catheter placement for thrombolysis. Entrance made through the right portal vein under us guidance. During the procedure boston scientific stainless steel guidewire was utilized. Complications occurred when a small fragment (approx 4cm) piece of the 0.18 cope wire detached from the cope wire tip and retained within the liver parenchyma. The pt (while under conscious sedation) c/o pain and increasing discomfort. According to the interventionalist, the pt was complaining of pain thus attempts of snaring the wire at the time was not performed. The piece was intentionally left and the following day ((B)(6) 2016), the piece of wire was removed during the second portion of the procedure under monitored anesthesia care. This event was disclosed to the pt. Upon inspection, it appeared the tip "unraveled". Spoke with the bs rep, who stated she is not aware of any problems with this product. There was no harm to the pt. ((B)(4)).